Event description:
It was reported that this right atrial lead exhibited oversensing. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).